Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal stenosis reported seeing the poor communication screen on the programmer, experiencing poor communication with the programmer, and not being able to communicate with the recharger. The last time the patient felt stimulation was two years ago and the last successful charge session was two years ago. The reason for not charging was that it wouldn¿t recharge. The patient stated she got a massage in (B)(6) 2014 and after she went to recharge and was not able to. A year ago she had an x-ray and the wires looked okay. The consumer later reported they were shown how to jump start their implantable neurostimulator (ins) and advised to try three times. If this failed to ¿discharge/charge¿ the consumer was told to contact the manufacturer¿s representative (rep) which they were going to do. The consumer was also given the name of a pain management physician who required a CT scan which the consumer had. The physician was going to help the consumer decide whether they needed a new battery, whether it needed to be removed, or if it would be left alone and other methods would be looked into.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.